Event description:
It was reported that the right ventricular (rv) pace impedance abruptly changed and triggered a red alert on the implantable cardioverter defibrillator for impedance greater than 2,000 ohms. The impedance was previously stable. No episodes with signal noise were observed and the presenting electrogram appeared normal. Technical services recommended further testing and troubleshooting options to evaluate lead integrity. It was unknown whether an event had occurred that caused the abrupt change; the patient was out of the country on holiday. It was planned to follow up with the patient in clinic after they returned. The rv lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) pace impedance abruptly changed and triggered a red alert on the implantable cardioverter defibrillator for impedance greater than 2,000 ohms. The impedance was previously stable. No episodes with signal noise were observed and the presenting electrogram appeared normal. Technical services recommended further testing and troubleshooting options to evaluate lead integrity. It was unknown whether an event had occurred that caused the abrupt change; the patient was out of the country on holiday. It was planned to follow up with the patient in clinic after they returned. The rv lead remains implanted and in service. No adverse patient effects were reported.